Event description:
As the vitaletec clip applier was inserted through the versaseal plus reducer, some blue particles disengaged from the reducer into the patient cavity and were subsequently retrieved from the cavity. In addition, the cannula was removed from the site, a new cannula was inserted into the original port site, the same problem recurred, and the particles were subsequently retrieved from the cavity. Procedure: unk. Patient status: no patient injury reported.